Event description:
Removed failed implant. Inserted new implant.

Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown extension piece. It was noted that the device is not available for evaluation as the patient requested to keep it. Additional information has been requested and if received, will be provided in the supplemental report. Device not returned to manufacturer.